Event description:
The customer stated that the cell-dyn analyzer went out with no electric power reaching the instrument. The customer verified that the power outlet was working and reconnected the power cord with no resolution. The customer was instructed to check the power supply fuse which was incorrect and was burned out. The fuse was replaced by the correct one in order to resolve the issue. No impact to patient results, patient management or user safety was reported.

Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal fa27sep2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product correction letter was sent to the customers along with the fuse label to be affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation and to install the correct fuse (provided in the accessory kit shipped with the analyzer) following replacement instructions provided in the letter. The customers are also instructed to order the correct fuse if it is not provided in the accessory kit.